Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported having symptoms of hypoglycemia, had aviva blood glucose results of 272 mg/dl, 70 mg/dl, and 52 mg/dl within 10 minutes. States drank a glass of strawberry banana orange juice,felt better 10-15 minutes later. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.